Event description:
The patient presented with 14 month history of debilitating, incapacitating axial low back pain and abdominal pain for 2 days. Low back pain progressed over time, refractory to conservative treatment. Patient presented with l5-s1 discogenic low back pain. The patient underwent l5-s1 anterior lumbar interbody fusion using perimeter cage and rhbmp-2/acs and posterior l5-s1 fusion using synthes plate system. The interbody fusion cage was filled with a small dose of rhbmp-2/acs. 52 days post-op, patient presented with hypoxemia/lower extremity swelling. She recently had plane ride and noted rather significant lower extremity swelling and discomfort. She developed cough, some chest tightness and self-reported oxygen desaturations with activity. 194 days post-op, patient presented for a CT of the lumbar spine per medical record ¿examination demonstrates postsurgical changes of prior ls-51 anterior interbody and metallic as well as posterior metallic fusion. There is no evidence of loosening or hardware failure involving the anterior plate and screws. Radiopaque markers and bone graft material are again noted within the ls-51 intervertebral disc space. Fixation screws are again noted traversing the ls-51 facets with subtle surrounding radiolucency, unchanged in appearance when compared to prior study. Vertebral alignment has not discernibly changed from prior exam. A shallow schmorl's node involves the inferior endplate of ll. The intervertebral disc spaces above the level of the fusion remain well preserved in height. No significant vertebral body osteophytosis is identified. There is no significant bony narrowing of the spinal canal or neural foramina. Mild soft tissue ventral ridging of the thecal sac and narrowing of the anterior inferior aspect of the foramina are suggested at the l3-4 and l4-5 levels. MRI would be of benefit to further evaluate for soft tissue narrowing of the spinal canal and neural foramina as clinically warranted.¿ 223 days post-op, CT l-spine reveal - subtle radiolucency surrounding the screws , chronic low back pain; CT scan showed lucencies within the bone graft; symptoms are consistent with diagnosis of pseudoarthrosis.¿ 270 days post-op, ¿due to dx of pseudoarthrosis l5-s1 patient underwent l5-s1 laminectomy with bilateral, transverse process fusion using local bone graft, nanoss ba, bone marrow aspirate, demineralized bone matrix, and streamline pedicle screw instrumentation, and removal of l5-s1 facet screws.¿ 412 days post-op, patient underwent left total knee replacement using stryker triathlon system. 471 days post-op, patient presented with back pain. 529 days post-op, patient presented with low back pain (lbp).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.